Manufacturer narrative:
Additional information was added to the following other relevant history, describe event or problem, and concomitant medical products. Also, (B)(4) were added. The initial reported was corrected.

Event description:
Updated information: patient's husband reported on 11/10/2016 that the patient has a corneal ulcer and vision loss associated with a postoperative infection. The patient has since changed physicians. The implanting clinic reported the necrotic corneal tissue in the left eye was debulked and an ambiodisk was placed in the left eye.

Event description:
The inlay was explanted 26 days postoperatively from the left eye of a (B)(6) female due to reported infection and rejection. Patient was prescribed the following medications to treat the reported condition: ofloxacin, predforte, lotemax, artificial tears, oral acyclovir, bacitracin ointment, and zirgan. The implanting clinic reported the necrotic corneal tissue in the left eye was debulked and an ambiodisk was placed in the left eye. Patient's husband reported on 11/10/2016 that the patient has a corneal ulcer and vision loss associated with a postoperative infection. The patient has since changed physicians. For a detailed sequence of events associated with this patient, please refer to attachment 3. Update: acufocus received an email from the patient on 02/20/2017 stating that she has "permanent eye damage and will need a future cornea transplant." Acufocus replied to the patient on 2/22/2017, requesting additional information. To date, no further communication from the patient has been received.

Event description:
The inlay was explanted 26 days postoperatively from the left eye of a (B)(6) year old female due to reported infection and rejection. Patient is currently taking the following medications to treat the reported condition: ofloxacin, predforte, lotemax, artificial tears, oral acyclovir, bacitracin ointment, and zirgan.